Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the wrong medication was infused on the wrong patient. The medication ordered was ampicillin however the patient was given cefazolin. The customer is requesting assistance to review the logs. There was patient involvement but no harm.

Event description:
It was reported that the wrong medication was infused on the wrong patient. The medication ordered was ampicillin however the patient was given cefazolin. The customer is requesting assistance to review the logs. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, concomitant med prod desc - 8100. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial # and medical device model # and device manufacture date. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.